Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer failure on station whc_5e, the issue stated persistent even after a reboot and recover performed. The issue causing a delay of 30 minutes to 1 hour in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that the row board cable had several folds and cuts. The fse replaced the row board cable, reseated the retractor band and sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.